Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the single use aspiration needle tip broke off during an endoscopic bronchial ultrasound. Another procedure was performed to search the needle. The needle was found in the scope when a new needle was inserted. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to report the additional information reflected on b5 and the legal manufacturer's investigation results. The suspect device referenced in this report was returned to olympus for evaluation and the allegation was confirmed. Upon inspection, it was observed that the hypotube fell from the distal end and was returned with the needle. Multiple cuts and bends were discovered within approximately 35 millimeters of the distal end sheath. The device was examined through the aspiration port, and it was noted that a portion of the stylist was still attached to the device. The connector section of the handle was normal. However, the stopper on the scale was not returned with the device. The lever was pushed to unlock the needle adjuster and the needle slider was pushed in the distal direction until it stopped. When extending the needle, it was observed that the needle was exiting from the cut on the sheath. The needle was inspected and identified the stylist wire was not present at distal end of the needle. The needle was fully retracted back inside the sheath and the lever was pushed to lock the needle adjuster. The sheath adjuster knob was turned counterclockwise and the sheath adjuster knob was observed to move smoothly. The sheath adjuster knob was moved far as possible, and the sheath adjuster knob was tightened by turning it clockwise. The connecting-slider was moved back and forth smoothly with no issues. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. The observed defects/failures were likely caused by forcing the device through resistance and/or angulation. This issue is addressed in the instructions for use (IFU): "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from an olympus representative on behalf of the customer. The scope used with the needle during the procedure was confirmed to be from a non-olympus manufacturer.